Event description:
Related manufacturing ref: 2182269-2022-00020. During a percutaneous valve procedure, two epicardial perforations occurred. The patient became unstable immediately after insertion of the pacing catheter and experienced bradycardia and another transitory pacing catheter was used. An echocardiogram was performed which revealed two epicardial perforations. The patient was taken to surgery for repair and is unstable in the ICU. There were no performance issues with the catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown.